Event description:
Customer reported via phone, the insulin pump had alarmed button error and she is unable to clear it. Customer's blood glucose was 135 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The down button on the insulin pump was unresponsive due to corroded keypad races. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.